Event description:
A report was received that the patient had developed spinal meningitis. The physician believed that the infection was due to the previous surgery. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had developed spinal meningitis. The physician believed that the infection was due to the previous surgery. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient became very ill and weak after a non-device related surgery. The patient was prescribed antibiotics.